Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic lower back pain. The patient is having trouble with their device. It does not seem to be working anymore. The patient said that the device seems to go down a lot. They are charging their ins too often. They charge their implant to 100% before bed and when they wake up in the morning the ins is down to 60%. Last night the patient charged their implant and controller to 50% and in the morning when they woke up their foot was tight and spongy and their back was hurting. The patient checked the controller which showed that the stimulation was off. The patient was recently reprogrammed. They had their device turned on last monday and had to charge this often started right away. It was programmed so they do not feel stimulation. The patient services reviewed that this type of programming drains the ins faster. He patient mentioned that they feel some stimulation in their right arm which they never had before. During the call, the patient was able to turn the stimulation on. No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient on (B)(6) 2019. The cause of them feeling stimulation in their right arm when they aren¿t supposed to feel stimulation was never determined. No actions were taken to resolve the issue. They still have the feeling in their right arm. The cause of their ins going from 100% down to 60% overnight was also never determined. However, the patient noted changing from program b to program a. This helped with recharging. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.